Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted video confirmed the reported high-pitched sound; however, a specific cause for or source of the sound was unable to be conclusively determined through this evaluation, and eurosets' investigation of the returned device determined that the device was compliant with the technical specifications. The eurosets advanced membrane gas exchange (amg) polymethylpentene (pmp) oxygenator, lot number 11067008, was returned and an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage that appeared to be present during use. The amg pmp oxygenator was forwarded to the external manufacturer, eurosets, for technical analysis. Eurosets¿ technical investigation confirmed that the claimed device was compliant with the technical specifications and for this reason eurosets was not able to confirm the complaint by the customer. Eurosets communicated that this event will be monitored within the eurosets trend reporting and in case of adverse trends, further investigation and/or corrective actions will be carried out. The production documentation for the eurosets amg pmp oxygenator, lot number 11067008, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after priming the oxygenator, there was a high pitch sound noted to be coming from the oxygenator when flows were above 2 liters per minute (lpm). The pump speed was unknown. Flows were 2 - 5 liters per minute on a rotoflow device. The sound got more intense as flows increased. The oxygenator was exchanged. No issues were reported with replacement.